Event description:
As reported by (B)(6) 4 months after a smart control stent was placed in the superficial femoral artery without any issue, the patient developed claudication. Restenosis was found in the placed stent. The rate of stenosis was unknown (also unknown during placement of the stent). The lesion was not treated. The patient was under observation.

Manufacturer narrative:
Additional information was received that the rate of restenosis when the patient returned was greater than 50% but the exact rate is unknown. The stenosis was within 5mm of the stent. Additional lesion and vessel characteristics are unknown. It is not known if pre-dilation or post-dilatation were performed during the initial procedure. There is no plan for treatment of the restenosis and the patient was subsequently discharged. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) smart pms for sfa 4 months after a smart control stent was placed in the superficial femoral artery without any issue, a (B)(6) male patient with unknown medical history developed claudication. Restenosis was found in the placed stent. The rate of stenosis was unknown (also unknown during placement of the stent). The lesion was not treated. The patient was under observation. The rate of restenosis when the patient returned was greater than 50% but the exact rate is unknown. The stenosis was within 5mm of the stent. Additional lesion and vessel characteristics are unknown. It is not known if pre-dilation or post-dilatation were performed during the initial procedure. There is no plan for treatment of the restenosis and the patient was subsequently discharged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.